Event description:
It was reported that during implant of the atrial lead, the connector pin appeared to be bent when it was attempted to be connected to the pulse generator. The lead was removed and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.